Event description:
The hcp recently began treating the patient after pump replacement and cut the dosages of morphine, baclofen and clonidine delivered by the pump in half. The patient experienced withdrawal over the weekend and the hcp had to manage the symptoms with oral medications. The patient was brought into clinic to review his prescriptions. While doing so, telemetry was interrupted between the pump and the physician programmer. A broken programmer screen appeared and the programmer shut down. When the pump was stopped when it was reinterrogated. The hcp was informed this was a safety feature of pump. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.